Event description:
A customer observed negatively biased alt results on multiple samples when using the vitros 950 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Biased patient results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho diagnostics inc. (B)(4).

Manufacturer narrative:
During the event investigation, the customer confirmed that a creatinine reagent cartridge was loaded into the slide supply position that had been incorrectly identified as containing a alt reagent. Acceptable alt results were obtained after the customer correctly loaded a alt cartridge in the alt slide supply position. No malfunction occurred. The vitros 950 operated as programmed and intended. The root cause of the event is user error.